Event description:
It was reported that the customer experienced high blood glucose levels for a week. The customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was 532 mg/dl. The customer stated that there were no significant events leading to the hospitalization. The customer expressed cramps, lightheadedness, feeling extremely hot and high blood pressure as symptoms of his high blood glucose. The customer was treated with a manual injection and IV drip to hydrate. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not bent. The insulin pump passed the self test as well. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.